Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient stated the sensor failed after warm up, which occurred four days after the sensor had been inserted in his leg. He had a hypoglycemic seizure, fell, and hit his head. Paramedics were called and he was taken to the hospital. He was given glucagon, had his head wound bandaged, and was given a computed tomography (CT) scan due to a concussion. At the time of the report he was stable. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional event or patient information is available.